Manufacturer narrative:
The device ro13023 has been inspected for investigation purpose. The tests performed confirmed that the articulated arm was non-functional. The defective parts were repaired on site.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the articulated arm was non-functional. There was no patient involvement reported.